Manufacturer narrative:
(B)(4). Undisclosed injuries. Undisclosed injuries occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced undisclosed injuries following the surgery. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) . Device code: (B)(4)-pain occured. It was reported that following procedure the patient experienced pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.